Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to a firmware anomaly. The cause of the premature battery depletion was due to the firmware anomaly which led to bvvi operation and no pacing. The root cause of the firmware anomaly could not be determined.

Event description:
It was reported that the patient presented in the emergency room experiencing dizziness and bradycardia. Upon interrogation, the pacemaker exhibited backup vvi operation. The battery voltage was completely drained and premature battery depletion was suspected. External electrocardiogram revealed no pacing. The device was explanted and replaced. The patient was stable post-procedure.